Event description:
It was reported that the screw was broken. Unknown if there was a delay, if backup was available and how the issue was resolved. No patient injury or other complications were reported.

Manufacturer narrative:
The reported 7x30mm biosure ha screw intended for use in treatment, has been returned for evaluation. Visual assessment of the screw confirmed the reported breakage. Approximately 17mm of the distal threads of the screw have broken off and were not returned for examination. The break is angular in nature. Dimensional assessment of the screw major diameter and wall thickness was performed and found to meet print specifications. With the limited clinical details regarding graft type, tunnel size and prep devices used a root cause cannot be determine with confidence; however, factors that could have contributed to the reported event include: not using a tap in hard bone applications. Not preparing the tibial and femoral tunnels in accordance with the accepted surgical technique. Choosing the improper size screw. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. This investigation could not identify any evidence of product contribution to the reported complaint.

Event description:
It was reported that during procedure, the screw was broken. It is unknown if there was a delay or if a backup device was available and how the issue was resolved. No patient injury or other complications were reported.

Manufacturer narrative:
The reported 7mm x 30mm biosure ha screw, intended for use in treatment, was not returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the screw broke. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: misusing the instrument during surgery and cleaning. Not preparing the insertion site as prescribed in the IFU. The instruction for use (IFU 10600361) was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.